Manufacturer narrative:
Device was used in treatment. The device was not returned for evaluation. There was no specific performance related failure reported by the user. The lot number of this device was not provided, therefore neither a review of the device history record nor complaint history could be performed. Inspection procedures require any oscor product pass all in-process and qa final inspections before shipping to the customer. Per instructions for use, it informs the user of these cautions: device is supplied sterile. Do not use if package has been previously opened or damaged. Prior to use, read all package inserts, warnings, precautions, and instructions. Failure to do so may result in severe patient injury or death. Procedure must be performed by trained medical personnel well versed in anatomical landmarks, safe technique, and potential complications. The product is designed for single use only. Do not resterilize or reuse. Do not alter the product in any way. In addition, they list these adverse effects and possible complications: air embolism, bleeding, hematoma formation, and vessel damage. The device was not returned and there was no specific performance related failure was reported by the user. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. No further follow-up is required.

Event description:
On (B)(6) 2019, patient ((B)(6)) was presented to physician in cardiogenic shock. During (access) insertion at the left femoral artery, the physician noted he placed the 14fr introducer rather than the 13fr introducer, and then had difficultly controlling the blood loss. The patient had blood products infused, six (6) units of rbc (red blood cells) and six (6) units of ffp (fresh frozen plasma). The issue was resolved by blood product infusion, the patient is stable. There was no issue with the oscor 14fr introducer. The manufacturing lot number is unknown. The device will not be returned for evaluation.